Event description:
This case was initially received via regulatory authority (B)(6) on 04-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), pain ("pains"), irritability ("irritability"), pallor ("grey and tired complexion"), fatigue ("chronic fatigue / tired complexion"), asthenia ("loss of life force"), depression ("depressive state"), myalgia ("muscular pains"), arthralgia ("joint pains"), musculoskeletal discomfort ("muscular heaviness"), dysuria ("difficulties to urinate"), premature ageing ("aging face"), dysmenorrhoea ("painful periods needing sick leave"), bronchitis chronic ("frequent and repetitive bronchitis"), palpitations ("cardiac palpitations"), dermatitis allergic ("cutaneous allergy") and insomnia ("insomnia"). The patient was treated with surgery (salpingectomy and hysterectomy were performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, pain, irritability, pallor, fatigue, asthenia, depression, myalgia, arthralgia, musculoskeletal discomfort, dysuria, premature ageing, dysmenorrhoea, bronchitis chronic, palpitations, dermatitis allergic and insomnia outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, bronchitis chronic, depression, dermatitis allergic, dysmenorrhoea, dysuria, fatigue, insomnia, irritability, musculoskeletal discomfort, myalgia, pain, pallor, palpitations, pelvic pain and premature ageing with essure. The reporter commented: about 4 to 6 months after insertion of essure: progressive and insidious starting of physical and psychic adverse events. Varied consultations with physician (family physician, psychiatric physician, orthopedist) were performed. Diagnostic results: on an unspecified date - CT scan performed (no result provided). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-sep-2017 for the following meddra pts: pelvic pain: the analysis in the global safety database revealed 3.881 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.